Manufacturer narrative:
This is the same event as 3010536692-2015-01604, -01606.

Event description:
Allegedly, patient revised due to mom complications, claiming "personal and economic injury is ongoing" right.